Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call replace battery now alarm without a low battery alert on the insulin pump. Customer¿s blood glucose level was 316 mg/dl. Troubleshooting was performed. Customer replaced the battery and the alarm was resolved. The insulin pump will not be returned for analysis.